Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 60000490 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 07-apr-2025, correction to the event description was provided. It was noted that the wire was not inserted when aspiration was conducted. When the syringe of vizigo short was pulled before inserting wire, after ablation catheter was removed from the sheath, air was drawn in. Correction to the initial report: the h6 medical device problem code of "backflow" (a140501) no longer applies. It was determined that the code of "fluid leak" (a050401) is the most applicable to this event. As a result, the h6 medical device problem code was updated accordingly in this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
When the syringe of vizigo short was pulled at the timing of inserting wire after ablation catheter was removed from the sheath, air was drawn in. The physician could not tell where the air is coming from, but it felt like the bubbles were coming from the hemostatic valve. When ablation catheter was removed and wire was inserted into the vizigo to use the hemostatic device, air was mixed in at the timing that the syringe of the sheath was pulled. Approximately 1.5 hours after vizigo use. The issue was discovered at the end of the procedure, so the procedure was completed without replacing the sheath. No adverse patient consequence was reported. Additional information was received, and it was indicated that the specific section where the issue was observed was the hemostatic valve and there was leakage. No air was being introduced into the patient and no medical intervention was required. No damage was found on hemostatic valve.